Event description:
It was reported that during a coronary stent procedure, the stent dislodged during advancement to the target lesion. The stent remains in the patient. Patient's status is listed as "okay".